Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was not able to fill tubing due to the act button not responding. Customer was advised that insulin pump would need to be replaced. Customer and territory manager canceled request for replaced insulin pump and buttons began to function properly.